Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and loss of capture. The patient had exhibited two syncopal episodes due to the dislodgement, and it the physician decided to explant this ra lead. Another ra lead was successfully implanted. No additional adverse patient effects were reported.